Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings assessed as surgical damage and observed a delamination total of the valve (adhesive failure). ¿ capsular contracture: unable to observe. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a a left side deflation. Healthcare professional also reported a left side baker IV capsular contracture painful breast deformity. Device explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional also reported a left side baker IV capsular contracture painful breast deformity. Device explanted and replaced.

Event description:
Healthcare professional reported a a left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a a left side deflation. Healthcare professional also reported a left side baker IV capsular contracture painful breast deformity. Device explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 8/15/2024. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.